Event description:
It was reported that the catheter was difficult to remove over the bifurcation during angioplasty of the iliac (sfa). The dr removed the sheath & cut of the catheter shaft in the middle for removal. The same sheath was used for the placement of the 2nd catheter & the removal difficulties were encountered. The sheath & cath were removed as a single unit without further complications reported.